Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent a trial procedure. After both leads (from the same lot) were placed, the patient began to experience severe pain in her right leg. Fluoroscopic imaging revealed no anomalies, but the pain remained present. As a result, both leads were removed. Post-op, the pain began to lessen. Following the procedure, the physician also ordered an MRI for further investigation.

Event description:
Follow-up revealed the patient is doing well.